Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Stryker reloaded the device software to resolve the issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device powered off by itself. In this state defibrillation therapy would be delayed or unavailable if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device powered off by itself. In this state defibrillation therapy would be delayed or unavailable if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker determined that the cause of the reported issue was due to corrupt memory on the system pcb assembly.